Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's dbs lead exhibited high/invalid impedance. Consequently, surgical intervention was taken, intraoperative testing identified the issue was caused by the lead extension. The extension was replaced and the impedance issue was resolved. The patient's therapy was restored postoperatively.